Manufacturer narrative:
The explantation is consecutive to the rupture of a prosthetic screw inside the implant. After asking the practitioner it has been discovered that the abutment (abutment not returned) was custom made, and the prosthetic screw was not manufactured by anthogyr. Given these elements, it is difficult to go further in our analysis.

Event description:
A fragment of screw was blocked inside the implant. The practitioner tried to use a screw extraction kit to remove the broken screw fragment inside the implant the (B)(6) 2018. Despite the help of a prosthesis expert, he failed to extract the fragment of screw. That is why, ultimately the practitioner decided to remove the implant the (B)(6) 2018.